Event description:
It was reported that the patient had an infection. The patient admitted themselves to the hospital the night prior to the report because they felt like they were getting an infection. The hospital performed tests and confirmed the infection. The primary location of the infection was the pocket site. It was unknown what the culture source was or what type of organism was cultured. The patient experienced chills, a sore incision, and their skin was raised and swollen around the pocket site. The patient noted that they experienced the symptoms on (B)(6). The patient was having their system explanted due to the infection. Perioperative antibiotics were administered. The patient left the hospital and the manufacturer representative was unsure if the infection had resolved or not. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, product type: lead. (B)(4).